Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis (st) occurred. The target lesion was located in the ostium to mid of the circumflex artery. A 32 x 2.75mm taxus libert drug-eluting stent was implanted to treat the lesion. On the next day, the patient came back with sub-acute thrombosis (sat). The physician then stabilized the patient and referred the patient to another hospital. No further patient complications were reported.